Event description:
The cardiologist attempted arteriotomy closure with a prostar 9 fr pvs sys. The procedure was completed without incident, but hemostasis could not be obtained. The pt was sent for surgical closure of the access site. The vascular surgeon noted that there was no damage to the artery. However, the knots were in the fascia above the artery. The pt did fine following the surgery. The device was not returned to the MFR and was not available for eval. However, there was no indication from the field that the device malfunctioned in any way. A fascial closure can be the result of improper placement of the device related to user error in moving the device after achieving marking, or poor user technique in advancing the knots. The instructions for use clearly explain that the device should be held in position during deployment.